Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital after an implant procedure. It was observed and confirmed and with x-ray that the patient's right atrial lead was dislodged. The lead was repositioned. The patient was discharged.